Event description:
It was reported that the device reached early elective replacement indicator (eri) related to high left ventricular (lv) lead outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: product ID 5071-35 implantable pacing lead, implanted: (B)(6) 2009; product ID 694765 implantable tachy lead, implanted: (B)(6) 2009; product ID 5076-52 implantable tachy lead, implanted: (B)(6) 2009. (B)(4).